Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The pt reported two shocks while exercising. Upon device interrogation, a warning message reported low shock impedance during shock. Files analysis of associated ICD ovatio vr sn: (B)(4) confirmed an overload condition occurred for the two. However, all other data stored in device memory were normal, and no anomaly was identified during f/u tests. A lead issue (insulation breach) was suspected, consequently, it was recommended to perform a lead revision to check lead integrity/proper connection of the lead, and the physician strictly follow the recommendations provided in the field safety corrective action (fsca) dated jan 2013 relative to isoline leads.